Event description:
The user facility reported that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure with stone extraction in common bile duct (cbd) the top portion of the lithocrush that connects to the handle broke. The basket wire was said to have been removed from the patient, and the procedure was aborted. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the user's claim that device was broken at the handle. There was evidence of biomaterial on the device which limited the evaluation to inspection only. The basket wires from the distal end were noted to be deformed and broken. Additionally, the wires located on the proximal end of the device were also broken and frayed. The device was forwarded to the original equipment manufacturer (OEM) for further investigation. The exact cause of the user's report could not be conclusively determined. If additional significant information become available later, then this report will be updated. This report is being submitted as medical device report in an abundance of caution.